Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set leaked IV contrast from an unspecified location. There was no report of patient injury or medical intervention associated with this event. No additional information is available.